Event description:
It was reported that the device alarmed no disposable clamp tubing. The patient stated that they had walked away from the counter and that the pump had fallen. The patient also denied that the tubing had pulled at their port and also denied experiencing pain at the port. The side screw cassette lock had been tightened, and an attempt had been made to start the pump, but the pump had alarmed again with the same message. The tubing had been clamped, the pump had been powered down, and the cassette had been removed. Bubbles had been observed in the tubing extending across the top of the cassette. The cassette had been tapped on a firm surface and the tubing had been massaged. The pump was powered on and started, but the screen had again displayed ¿no disposable clamp tubing,¿ and the pump had failed to run. The above steps had been repeated a second time with the same result. The pump was then powered down, the clamp closest to the port was closed, and the patient was instructed to call the doctor immediately. The medication was identified as 5-fu with a reservoir volume of 97.0 ml, a rate of 2.2 ml/hr., and 0.95 ml already administered. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.